Event description:
It was reported to philips that the system's image processing computer had an issue after a software update, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.